Event description:
It was reported that the bd alaris¿ lvp 20d dehp 3ss cv experienced check valve malfunction. The following information was provided by the initial reporter: one of our nurses today noticed that her primary tubing was backflowing into her secondary tubing, even though the primary line & fluid bag were much lower than the secondary bag.

Manufacturer narrative:
UDI # device expiration date: unknown. Device manufacture date device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated with possible lot numbers: d4: medical device lot #: 22043227. D4: medical device expiration date: 28apr2025 . H4: device manufacture date: 28apr2022. D4: medical device lot #: 22043228 . D4: medical device expiration date: 28apr2025 . H4: device manufacture date: 28apr2022. D4: medical device lot #: 22043381. D4: medical device expiration date: 30apr2025. H4: device manufacture date: 30apr2022. D4: medical device lot #: 22043223 . D4: medical device expiration date: 27apr2025 . H4: device manufacture date: 27apr2022. H6: investigation summary one primary tubing (model #2426-0500) was returned by the customer. It was reported that the primary tubing was backflowing into secondary tubing. The sample was examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using the returned primary set with a bd secondary set. A primary bag filled with clear saline was used to prime the primary set. The bd secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Back flow of fluid was observed, indicating a back check valve failure. The customer complaint can be verified. A quality notification was sent to the supplier, and the sample has been sent for further investigation. The supplier was able to confirm the failure. The check valve was then disassembled. Pinch marks were present on the silicone disk confirming that the cover was in contact with the disk. Particulate was observed under the silicone disk, and was sent for analysis. The particulate observed between the disk and the sealing surface created a leak path that led to the backflow failure. The particulate was identified to be sodium chloride. The supplier's processes were reviewed. It was determined that sodium chloride is not a part of or a byproduct of the processes. Therefore, the particulate did not originate at the supplier. According to manufacturing, sodium chloride is not used in the assembly process to produce the model 2426-0500. A lot number is unknown, however, several possible lots were identified: 22043227, 22043228, 22043381, 22043223 a device history record review for model 2426-0500 and possible lot number 22043227 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 28apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 and possible lot number 22043228 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 28apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 and possible lot number 22043381 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 30apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 and possible lot number 22043223 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 27apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 3ss cv experienced check valve malfunction. The following information was provided by the initial reporter: one of our nurses today noticed that her primary tubing was backflowing into her secondary tubing, even though the primary line & fluid bag were much lower than the secondary bag.